Manufacturer narrative:
The following sections have been updated:b4: date of this reportb5: describe event or problemg3: date received by manufacturerg6: checked "follow-up"h1: type of reportable eventh2: checked follow-up typeh3: changed "no" to "yes"h6: entered evaluation codesh10: added manufacturer narrative

Event description:
It was reported that the implant was not removed. Only screw removed and changed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Two (2) 30 deg taper 4.5p 2mm-4mm (B)(4) were returned for investigation. Visual evaluation of the returned product identified signs of use. Also, an associated product (tsv4b13) has not been returned. However, the item is listed as associated items only and did not cause or contribute to the event. No further investigation will be conducted. Functional testing to recreate the reported event identified that the abutment screws were identified as not firmly attached to the abutments ¿ damaged. A pre-existing condition noted on the per was not reported. Bone density was low density (type iii). The reported device was located on tooth # 35 (fdi) and was used for approximately nine (9) months. The customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63792196. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63792196 for similar events and other 1 relevant complaint(s) was identified, (B)(4). February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur (damaged screw). However, the reported loosening event could not be verified. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that dr. Indicated damaged, loosening. On (B)(6) 2021, the patient was implanted with multiple implants, immediately loaded and wore temporary crowns in the afternoon. There was no adverse reaction after the operation. (B)(6) 2022, when the patient returned to the clinic, it was found that the abutment was loose, which caused the screw to deform and could not be locked with additional force, resulting in failure, so the implant was removed. The corresponding implant number is tsv4b13 with the batch of 63799424. Tooth site 27.